Event description:
During the retrieval of a watchman flx left atrial appendage closure device, a mantis device was used in hopes of snaring watchman device. Mantis device was taken by a boston scientific representative.